Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they noticed leaking air noise and decreased tidal volume on ventilator visualized tear. The issue was resolved by changing the trach out. There was patient involvement, and no patient harm/adverse event reported.